Event description:
It was reported that after operating for over 15 minutes, the device alarms overtemperature. The device is around 41.6 degrees. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with a corroded quick connect. Water tank cover was discolored. Plate clip was faded. Line cord was faded and worn. Front cover had scratches. Functional testing confirmed the complaint. Device started alarming at 41.6 degree. Root cause was attributed to the over temperature potentiometer was not correctly positioned. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The potentiometer was correctly positioned. Replaced front cover, quick connect, water tank cover, plate clip, line cord. Performed preventative maintenance. Changed o rings and reservoir gasket. Calibrated device. Device passed functional testing after the completed repairs.